Event description:
It was reported the patient presented for a change out procedure due to normal eri and it was found that the patient had received inappropriate shocks due to right ventricular lead noise. The lead was capped and replaced. The patient¿s condition was good both pre and post-procedure.

Manufacturer narrative:
(B)(4).